Event description:
While inserting the accessory "tee" probe the physician had extreme difficulty and had to begin over several times. On about the seventh time he was finally able to pass the probe enough to acquire cardiac images. During the exam the physician noticed that the image was obscured due to the presence of air. After the exam blood was detected on the probe. Pt suffered a perforated esophagus from the procedure. Following this injury the pt had surgery to repair a pharyngeal esophageal laceration. Also chest tubes were inserted.